Event description:
It was reported that a patient with pain was revised to address a migrated es2 integrated blade screw.

Event description:
No new information.

Manufacturer narrative:
H6: coding has been updated to reflect investigation conclusion.